Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that capsule failed to attach. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. This site has been performing the bravo procedure for more than 6 years. The vacuum source was medela and the vacuum pressure during placement was 600 mmhg. No lubricant was used to facilitate capsule placement. The delivery system and the capsule will be returned to given.